Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as this patient had lost three years of battery life in one year. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.